Event description:
It was reported via literature articles that these serious injuries occurred: stroke, transient ischemic attack, myocardial infarction, cranial nerve injury, and bleeding. During a review of the vascular quality initiative (vqi) registry, a transcarotid artery revascularization (tcar) surveillance project, 84 literature articles were identified that analyzed tcar data from the vqi. This review identified reports of the following serious injuries: stroke, transient ischemic attack, myocardial infarction, cranial nerve injury, and bleeding. No further information was provided to boston scientific.

Manufacturer narrative:
Updated fields: h6 - evaluation method codes; evaluation conclusion codes. B3. Event date was estimated based on the earliest procedure date noted in the literature article. Details of the event, including product information, were not provided to bsc. Because the product lot is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other specific product information. If additional details become available, a supplemental report will be submitted. The attachment is a list of all 84 articles referenced in this record.

Event description:
It was reported via literature articles that these serious injuries occurred: stroke, transient ischemic attack, myocardial infarction, cranial nerve injury, and bleeding. During a review of the vascular quality initiative (vqi) registry, a transcarotid artery revascularization (tcar) surveillance project, 84 literature articles were identified that analyzed tcar data from the vqi. This review identified reports of the following serious injuries: stroke, transient ischemic attack, myocardial infarction, cranial nerve injury, and bleeding. No further information was provided to boston scientific.

Manufacturer narrative:
B3. Event date was estimated based on the earliest procedure date noted in the literature article. Details of the event, including product information, were not provided to bsc. Because the product lot is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other specific product information. If additional details become available, a supplemental report will be submitted. The attachment is a list of all 84 articles referenced in this record.